Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Manufacturer report number 1627487-2019-12806. It was reported that the patient was experiencing ineffective stimulation due to autoreducing. In result, surgical intervention was undertaken on (B)(6) 2019 where both extensions were explanted and replaced. Effective therapy was restored after procedure.